Manufacturer narrative:
The reporter¿s name, phone number and complete address were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a high temperature. It was further determined that there was an oil substance coming out of the device, which was probably a biological material left in the device from improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause of the overheating was most likely due to the poor condition of the bearings. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had a high temperature. It was further reported that there was an oil substance coming out of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.